Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was reported to have an infection which was treated with intravenous antibiotics and the system was explanted.